Manufacturer narrative:
(B)(4).

Event description:
Trial patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. Calibration was not performed accordingly, patient entered fingerstick values during rapid rate change as well as an alternative testing site was used (toes) to calibrate the dexcom cgm system.. No additional event or patient information is available. The dexcom g4 platinum professional continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a finger stick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a finger stick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. In addition, the dexcom g4 platinum professional continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracies cannot be determined.